Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. No changes have been made and the s-ICD remains in service. X-rays obtained did not show any abnormalities. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was observed to be sitting loose in the pocket, without any sutures intact. Testing was able to reproduce noise, so the s-ICD was explanted and replaced. The physician agreed s-ICD can movement in the pocket was the culprit of the clinical observations and no electrode issue was suspected. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. No changes have been made and the s-ICD remains in service. X-rays obtained did not show any abnormalities. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was observed to be sitting loose in the pocket, without any sutures intact. Testing was able to reproduce noise, so the s-ICD was explanted and replaced. The physician agreed s-ICD can movement in the pocket was the culprit of the clinical observations and no electrode issue was suspected. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. No changes have been made and the s-ICD remains in service. X-rays obtained did not show any abnormalities. No adverse patient effects were reported. A revision procedure has been scheduled in the future; this event will be updated if additional information is provided.